Manufacturer narrative:
The unit passed the displacement test, self test, unexpected restart error test, off no power test, rewind and basic occlusion test. The unit was unable to prime during prime/compromised force sensor system test due to moisture damage on the force sensor resistor. The device was unable to perform the occlusion test and excessive no delivery test due to moisture damage on the force sensor resistor. All operating currents are within specification. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump was returned without authorization. Medtronic did not receive communication regarding the reason for return of the insulin pump. Analysis was performed on the device.